Manufacturer narrative:
D2b: jka. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using the bd vacutainer® ultratouch¿ push button blood collection set the needle had an issue with retraction. The customer indicated that the entire needle came apart during retraction. There was no report of needle stick injury, or adverse harm to the patient.